Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that patient wanted to speak with a manufacturer rep. The stimulator had never worked. The stimulator had not worked in 7 years and patient couldn't get a doctor to touch it. Patient's previous hcp moved. Patient found a new hcp who told the patient to contact a manufacturer representative. In the past, patient met with rep at their first doctor's office and the rep said there was nothing wrong with the devices. When patient left, there was no stimulation. It was reported that the patient had an implant in (B)(6) of 2010, then 4 weeks later it was working, then a week later it quit. Patient met with the rep again and there was something wrong with the charging. It was reported that patient was never able to charge the implant. Patient stated that they had been in pain for about five years now. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.